Manufacturer narrative:
Pump passed the displacement test but motor error alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to motor error alarm. Motor passed motor test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. Customer stated drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.